Event description:
It has been reported to philips that, system did not start. Procedure was cancelled. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the x-ray pc was faulty. The fse replaced the x-ray pc and device returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. . According to additional information provided the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was not starting¿. Upon investigation, fse confirmed the malfunction system caused due to faulty x-ray pc. Fse replaced the x-ray pc. After replacement of the x-ray pc, the system was returned to use in good working order. Codes were updated based on the investigation outcome. Health impact code was corrected.